Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 3mm x 40mm x 146cm coyote balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.